Event description:
It was reported that during a procedure on an unknown date, the impact or driving cap fell apart upon insertion. The pin flew out and the spring and protection cap slide down. Surgeon was pounding pretty hard to seat the nail and it fell apart before the nail was even half way down. In the same case the distal screw hole in the proximal cluster on this nail missed when going through the aiming arm. Surgeon put the piece back together for the impactor and then free handed the proximal screw to finish the case. There was a thirty (30) minutes of surgical delay. The procedure and patient outcome is reported as successful. This report is for one (1) unknown nail this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.